Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/26/2019. The product support engineer (pse) troubleshooting this issue with the customer over the phone. It was found that the inlet pressure was set too high. The customer reduced the inlet pressure and was able to pass test 6. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the test 6 of the performance verification test (pvt) was failing. There was no patient involvement.